Event description:
It was reported that the 8800 system had images mixed up in the image directory. Also the left monitor was dark. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.